Manufacturer narrative:
(B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -8.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. The patient experienced low vaulting. Intraoperatively the lens was removed and later replaced with a longer length lens and this resolved the problem. Cause of the event was reported as unknown.